Event description:
It was reported that this patient's entire pacemaker system was explanted after more than 5 years in service. Reportedly, this right ventricular (rv) lead was explanted because it was off-label implanted in the left ventricular chamber through a patent foramen ovale. This was confirmed with an echocardiogram. The original revision plan was just to explant this rv lead, but the physician decided it would be easier to remove the entire system. This rv lead was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this patient's entire pacemaker system was explanted after more than 5 years in service. Reportedly, this right ventricular (rv) lead was explanted because it was off-label implanted in the left ventricular chamber through a patent foramen ovale. This was confirmed with an echocardiogram. The original revision plan was just to explant this rv lead, but the physician decided it would be easier to remove the entire system. This rv lead was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Only the proximal segment was returned and was severed approximately 505 from the terminal end. Visual inspections showed a bent lead body with deformed and stretched-out conductor coils approximately between 150 and 240mm; and a cracked/torn polyurethane insulation (environmental stress cracking - esc) approximately between 160 and 240mm, due to the insulation ends being pulled apart; both from the terminal end. This insulation damage led to exposed inner and outer coils, and cuts were noticed in both the coils. The esc damage has been deemed a design issue. However, all these damages were likely caused at the explant procedure